Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. This is report one of two reports (3007042319-2016-01498, 01499) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was hospitalized for heart failure. The first analysis showed an outflow graft perforation, with blood loss. The patient received 3 stents on (B)(6) 2016 and was discharged, but she was hospitalized again on (B)(6) 2016 for fever. Logs analysis and CT scan showed a blood clot in the outflow graft. The pump was replaced on (B)(6) 2016. The medical doctor considered the event not vad related and didn't ask for vad analysis. The patient received 3 stents on (B)(6) 2016. The pump was replaced on (B)(6) 2016. Patient remains in the hospital. No additional information provided.

Event description:
There was a little hole in the outflow graft and an erosion due to the steel wired used for sternum closure post pump. There were no sharp tools used to stretch the outflow graft. The patient required anti-coagulation medication during replacement surgery. Two stents were implanted. The first was a covered stent positioned in proximity of the hole. The second stent was placed close to outflow graft anastomosis, due to fear of stenosis. The patient had symptoms of heart failure due to low flow generated by the pump. She did not have heart failure. There is no relevant past medical history. The first diagnostic test performed was a CT scan after evidence of thrombus. The first treatment was heparin infusion. The patient expired.

Manufacturer narrative:
The pump was not returned to heartware for evaluation. Review of the manufacturing documentation and inspection records confirmed that the pump met specifications prior to release. Review of the log files revealed a decrease in estimated flow starting (B)(6) 2016 at approximately 10:23 to current parameters below normal operating range likely due to the reported outflow graft thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-01498 and 3007042319-2016-01499) submitted for devices related to the same event.

Manufacturer narrative:
Patient's cause of death was sepsis and patient died on (B)(6) 2016. The clinical team does not believe the event was related to the device but it's related to the surgical procedure of the pump replacement after outflow thrombus that was treated with a stent. No additional information provided. This is one of two reports, 3007042319-2016-01498 and 3007042319-2016-01499 submitted for devices related to the same event.